Event description:
The customer reported that the ventilator will turns on by itself with blank screen and power up was intermittent and eventually stopped doing anything . The customer reported there was no patient involvement.